Manufacturer narrative:
Concomitant products: product ID 97740, serial # (b)(46), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported an end of service (eos) code. It was reported that the device was off/disabled and was no longer providing therapy. There was an allegation/dissatisfaction with implantable neurostimulator (ins) longevity. The patient reported that they just had it put in. Stimulation stopped and an elective replacement indicator (eri) was not seen. Relevant medical history includes post lumbar laminectomy syndrome and spinal pain. No outcome or intervention was reported in regards to the eos and loss of stimulation. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.